Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Isi requested the customer return the product for analysis; however, isi did not receive the product to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. An isi clinical development engineer (cde) reviewed the four images received with this event: it was difficult to draw any conclusions from images 1-3. In image 4, unidentified tissue was lying on top of fat with quite a few unformed staples loose on top. Unfortunately, no conclusions could be drawn as to a root cause from the images alone. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the external factors can't be confirmed related to this event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, tissue was pushed and not properly stapled or cut when a sureform 60 stapler instrument fired a blue sureform 60 reload on the esophagus. This was the sureform 60 stapler instrument's 3rd fire of the procedure. The blue sureform 60 reload was fired on the esophagus to create the junction between the esophagus and the stomach for the hiatal hernia procedure. The staff said the target esophageal tissue was pushed and an open wound was created. The surgeon sutured the wound and used a new stapler instrument to continue the procedure. This event caused a 30 minute delay. There were no issues after this event. The procedure was completed and the patient was doing fine.

Manufacturer narrative:
The event investigation is in progress.